Event description:
Pt has used a dexcom continuous glucose sensor monitoring and sensor wire fragments were identified under her skin by x-ray after mother noticed localized areas of redness and tenderness in pt's arms. Mother also recalls sensor wire looking shorter in a few occasions upon removal leading to the decision to obtain x-rays of both arms. Dates of use: (B)(6) 2010. Diagnosis or reason for use: hypoglycemia - type 1 diabetes. Event abated after use stopped or dose reduced? Yes.